Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a severely calcified, chronic totally occluded right superficial femoral artery (sfa). Predilatation was performed prior to stenting. The vessel was accessed subintimally by the physician who then re-entered the true lumen at the popliteal artery. The absolute pro stent delivery system was advanced to the proximal popliteal artery for treatment. Initial flowering of the stent crown was observed under fluoroscopy and it was also noted that the sheath did not pull back. Resistance was felt turning the thumbwheel so the handle was opened and an attempt was made to unsheath the half deployed stent; however, resistance was also felt pulling back the purple catheter. During the attempt the patient experienced pain because of the pulling action. On angiography the stent was observed to be stretched all the way from the popliteal to just before the profunda-sfa bifurcation. The destination sheath was retracted to the right common femoral artery area and the purple catheter was pulled again to deploy stent from just before the profunda-sfa origin. The half-deployed stent opened up with proper stent cell alignment and extended into common femoral artery. After full deployment of the stent the device was retracted from the anatomy. A retrograde access was done from the popliteal artery before opening the first absolute pro stent and subsequently a new absolute pro ll was deployed from retrograde access. The sfa was stented. A final angiogram was done and results showed excellent blood in-flow established through sfa to popliteal artery and below the knee arteries. It was concluded that it was a successful outcome for the heavily calcified sfa. No additional information was provided.

Event description:
Additional information received states that the patient died approximately 3 weeks post procedure; however, the patient death was determined by the physician not to be related to the sfa procedure or the device implanted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent and stretched stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. Review of the still cine images confirmed the vessel injury necessitating intervention, as well as the incomplete deployment of the absolute pro stent. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.